Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 2.5; lab >20. Pt tested herself and then went to the ICU because she was urinating blood and had shortness of breath. Pt was admitted to the hospital and ended up needing a blood transfusion.